Manufacturer narrative:
Lot number was previously unknown, but later identified as 65519028 after follow up with representative. A device history record review was completed and documented that device met all specifications upon distribution.

Manufacturer narrative:
The device was not returned for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. In addition, the lot number was not provided thus a device history record was not reviewed. No corrective actions will be taken at this time. Per the instructions for use it states, do not apply finger cuff or cuffs on a hand or a finger when a second blood pressure measurement device is actively monitoring on the same arm or hand or finger. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that a vw cuff had inaccurate readings during an orthopedic hip procedure. Upon monitoring, values showed wide disparity between vw cuff and brachial cuff values. In the or, the vw cuff readings were in the 60s for systolic while brachial cuff was in the 100s. The pressure reading for the vw cuff remained low during the entire case. During post case, the patient was followed to the pacu. After extubation, the finger cuff pressure values went up. When patient was awake in pacu, a large acumen cuff was put on the patient to test the pressure values. The finger cuff readings matched the brachial cuff values that were being seen during the case. It was noted that the patient has large fingers and that diodes sat low on the finger. Rep reported that it was likely that the vw finger cuff was placed on the same arm as the brachial cuff. Vw cuff was used with a hemosphere vita monitor with serial number (B)(6). Case lasted 3 to 4 hours and occurred on (B)(6) 2024 at 0800. No patient injuries reported.